Manufacturer narrative:
The needle was returned for investigation. The manufacturing records could not be reviewed because the lot number of the needle was unknown. Performance testing was conducted and the reported frost on the needle shaft was confirmed as the three needle investigative testing. The ice ball size is within the specification which was not compromised due to thermal insulation loss. No relation was found between needle assembly processes and the vacuum loss phenomena. The procedure was completed with no patient injury by applying gel to the patient's skin to prevent frostbite.

Event description:
During a cryo renal procedure we noticed that one of the icepshere needles had some ice along the shaft. Only one of the needles had this problem so we could obviously see the difference with the other needles. We put some gel on the skin of the patient to overcome frostbite. We were able to end the procedure successfully.

Event description:
During a cryo renal procedure we noticed that one of the icepshere needles had some ice along the shaft. Only one of the needles had this problem so we could obviously see the difference with the other needles. We put some gel on the skin of the patient to overcome frostbite. We were able to end the procedure successfully.